Manufacturer narrative:
As received, a complete lead was returned in one piece. Multiple external insulation abrasions were found proximal to the suture sleeve tie impression. One abrasion was found breaching the is-1 connector leg exposing the ring electrode coil. The other abrasions found were breaching the optim sheath only and the non-functional cable lumen, the non-functional etfe cable coating was intact. The cause of the reported events is due to external insulation abrasions consistent with friction to the device can with one abrasion breaching the is-1 connector leg exposing the ring electrode coil. The reported events of oversensing and insulation damage were confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, episodes of non-sustained oversensing due to noise was noted on the right ventricular (rv) lead. During the revision procedure, the physician noted insulation damage on the rv lead. The rv lead was explanted and replaced. The patient was stable.